Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the rv lead was dislodged and the physician elected to reposition the rv lead.

Event description:
New information received notes that fluoroscopy was done to confirm dislodgement.

Manufacturer narrative:
Correction: product not returning h6 codes.